Event description:
Customer reported that her sensor has been inaccurate all day. Customer called in before with the same issue and was advised to calibrate the sensor less. Customer stated she is having the same issues. Customer's blood glucose was 172 mg/dl, but her sensor reading was 52 mg/dl. Customer was advised of proper sensor insertion and calibration methods. Customer is returning the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.